Event description:
Additional information received noted that the patient was stable post procedure.

Event description:
Related manufacture reference number: 2017865-2023-05693. It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited unknown malfunctions. The implantable cardioverter defibrillator was explanted and replaced on (B)(6) 2023 and the right ventricular lead was capped and replaced on (B)(6) 2023. The patient's condition was unknown.